Event description:
In (B)(6) 2010 essure was inserted approx 5 weeks after last pregnancy. On unspecified date, she started experiencing extreme bloating, pain immediately after insertion, really bad extreme abdominal pain on left side, extreme fatigue, migraine headache, vaginal infections bacterial-vaginosis to yeast infections constantly, really heavy abnormal bleeding that would never go away, and large clots with bleeding. The drs never understood why she was having those problems, but her new ob/gyn dr linked it to essure. She rec'd multiple treatments. She was hospitalized multiple times. A laparoscopic vaginal hysterectomy was performed and essure devices were removed. Both coils were stuck in the uterus, did not know if it was on both sides of the uterus. It was reported that she thinks there was perforated fallopian tube on left side. All her reproductive organs were removed (uterus, fallopian tubes, cervix, along with essure coils). Her ovaries were kept. Her symptoms/pain resolved after surgery.